Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed. 1 device was found to have a damaged component; 1 device was found to have a sticking component. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the brakes were difficult to engage. 1 event had no patient involvement. It was not reported if there was patient involvement in 1 event.